Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check due to an unknown lot number for leakage. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for leakage. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It has been reported that the unspecified bd¿ pen needle has been found damaged and experiencing leakage during use. The following has been provided by the initial reporter: customer asked if bd autoshield duo needle is normal to leak after the use. Additional information: after the application, there is about 3 or more drops of drug stuck in the needle protection dome. As the sample was discarded, the lot number and the material number can not be informed. The needles was not reused. Info add: patient reported applying victoza and in one needle in the lot did not completely eject the drug, staying a little inside the needle. Waited for 10 seconds after application, but when removing the needle and triggering the safety mechanism occurred a drip of the drug.